Event description:
The complainant alleged that while attempting to defibrillate a pt being treated for a micro-valve replacement, the device displayed an "error fault 72" message. The complainant was able to obtain another device to treat the pt. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.